Event description:
During a procedure, the clips would not hold in the device. The clip fell out of the device and into the abdominal cavity. Clip could not be retrieved, unable to locate. Left in the abdominal cavity. Another device was used to complete the case.